Manufacturer narrative:
(B) (4). The incident device has been received and is under evaluation. When the device evaluation is complete, a follow-up report will be submitted.

Event description:
The customer reported that the first seal was not completed even though an end tone, signifying a completed seal-cycle, was heard. The bleeding was described as not being significant and was controlled with sutures. The procedure, a laparoscopic sleeve gastrectomy, was completed with another ligasure vessel sealer/divider device. There was no injury to the patient.